Event description:
It was reported that this patient was admitted to hospital on (B)(6) 2023. The nurse maintained the catheter before administration of drug, but no blood was drawn. An IV nurse in the hospital was invited for consultation. When flushing the catheter with saline, liquid was found leaking from the portion of the catheter that was exposed externally. The catheter was removed eventually.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3 and 4cm marking on the catheter body along a weld line. A kink impression is visible in the material around the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that this patient was admitted to hospital on (B)(6)2023. The nurse maintained the catheter before administration of drug, but no blood was drawn. An IV nurse in the hospital was invited for consultation. When flushing the catheter with saline, liquid was found leaking from the portion of the catheter that was exposed externally. The catheter was removed eventually.